Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. The timing and cause of this damage is unknown. Although the soft cannula was flattened, fluid was still able to pass through the entire fluid path and out the distal tip of the soft cannula. A leak test was performed and no leakages were observed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found damaged. As treatment, a manual injection of insulin was delivered and a new pod was applied.